Event description:
It was reported that the device continuously alarms low water. No patient involvement or injury was reported.

Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information was received confirming that no patient was involved and the biomedical technician found the issue on (B)(6) 2022.